Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 3.2 mmol/l and the customer treated with food. The insulin pump was exposed to perspiration. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No button error alarms were noted. There was no button response, due to corroded keypad traces. During visual inspection, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, a missing end cap sticker, a cracked reservoir tube, a cracked reservoir window and a cracked case near display window corners were noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).